Event description:
It was reported that the insulin pump was stuck in the fill tubing screen and the buttons were not taking the user out of this screen, but they eventually responded. The patient's blood glucose was 219 mg/dl. The customer stated that leading up to the keypad issues, the patient was in the bathtub but the insulin pump was reportedly not wet. It was advised that the customer discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received; all buttons functioning properly. However, unlocked lcd keypad connector was found during visual inspection. The insulin pump had a scratched lcd window and reservoir tube window.